Event description:
The results of the study carried out inside canon inc have led us to suspect that the screws concerned become dislodged due to the following mechanism at work: in addition to the fact that the axial force of the surfaces (circuit boards) where the screws are tightened is changed by changes in the temperature, dynamic external forces created by unforeseen impacts, vibrations and other factors are applied to the already loosened screws, causing the screws to become dislodged.

Manufacturer narrative:
To deal with the trouble in question, we are asking our sales companies and dealers to take the following steps: change the screw tightening torque (from 3 kgf cm to 4 kgf cm). Apply a thread-locking agent to the screw threads.